Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer had failed to close. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex a and imdrf annex g. Part analysis: the report of the drawer not closing was confirmed by fse. According to (B)(4): the fse reported that it tried to replace the latch sensor, but the drawer would still not be locked. Issue was related to the position sensor. Drawer 2 was replaced on the pas. Drawer tested in the med app by fse and by pharmacy staff with no issue. During the external inspection, no visible damage or any other anomalies were found during the inspection. During laboratory testing, the drawer was tested using hta and failed to actuate upon command. An internal inspection was performed and determined that the ribbon cable from the retractor band was not fully seated in the drawer controller. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported malfunction was identified as an improperly seated ribbon cable, which disrupted communication with the drawer control board.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed to close. As per part investigation, it was determined that improperly seated ribbon cable, which disrupted communication with the drawer control board. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer attempted to replace the latch sensor, but the drawer still would not lock. The issue was identified as a faulty position sensor, which was not available on-site; a return visit was scheduled for monday (9/8). The station will remain unused until tuesday (9/9). Despite replacing multiple components, the drawer could not be restored, so a new drawer was ordered for the site. Drawer 2 was replaced on the system and tested successfully in the med application by both fse and pharmacy staff, with no issues reported. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer had failed to close. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.